Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. There was no reported impact to the customer's blood glucose due to the reported issue. Reportedly, customer reverted to insulin injections for insulin therapy.